Manufacturer narrative:
The patellar component can not be evaluated for the reported peg shearing as it has not been returned to co but rather has been discarded by the hospital. A review of the device history record for this patellar component found that no discrepancies were reported during MFR. The info provided in the medical opinion stated that the patient does a lot f squatting and sometimes kneeling. These factors could contribute to the reported peg breakage.

Event description:
Reporter stated, revision surgery revealed shearing of the patella fixation pegs.